Manufacturer narrative:
H6: annex d/fdc has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during thyroidectomy procedure, there was no response to the stimulation at 1ma , 2ma and 3ma even when the nerve was visible to the naked eye. Anesthetist said that there was no muscle relaxant in system and patient was breathing on her own. Nim vital showed electrode check as complete ( four green ticks) . Simulator used to test machine post operatively, where expected emg responses at 1ma was shown. The procedure was completed with the reported product(s) using dissection and anatomy landmarks . The tube was checked prior to insertion using syringe / air to check balloon. There was no patient injury.